Event description:
I had a double mastectomy with no reconstruction (B)(6) 2016. I have lymphedema in my left arm and have a compression sleeve. In (B)(6) 2016 a follow-up breast MRI was ordered. Because I have no breasts they used some devices to tightly position me in the coil. Being squashed in that prone position for over half-an-hour has damaged my ulnar nerve in my left arm and I know have cubital tunnel syndrome. I do not know if it will get better and it could be permanent. I am left-handed so it is a significant problem for me. I am dictating this to my husband because I cannot write. Nine years old at (B)(6) (prelman center): position: prone, head first. Room 1.